Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure observed during analysis. Final analysis found that both insulations were damaged and all five filars of the outer coil were fractured at 19.0 cm to 19.7 cm from the connector pin as a result of clavicular crush. Analysis also found an insulation abrasion exposing the outer coil at 53.7 cm to 54.1 cm from the connector pin, which was consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.